Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the contact detach infusion set and completing a supply change on the ilet, including repeated rewinds, cartridge handling outside the device, improper connector engagement, inability to prime with visible insulin drops, and an on-screen cartridge empty message; troubleshooting and education were completed by phone, and the user was instructed to use subcutaneous rapid-acting insulin as backup. Symptoms included hyperglycemia with a reported blood glucose of 297 mg/dl. Outcomes included use of backup therapy and no medical intervention, hospitalization, or acute complications. Investigation included technical support review, step-by-step re-education on correct cartridge insertion, tubing connection, and priming, and confirmation that the connector had not been fully seated, preventing insulin delivery. Investigation of this case revealed user handling errors during cartridge insertion and tubing connection that led to failure to deliver insulin. It was concluded that the event was attributable to user technique and not a device malfunction.